Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 13-feb-2015: ptc global number is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stomach pains were horrible. This event was considered serious due to medical importance and unlisted for essure according to the reference safety information. In this case, it was reported that this event occurred since essure insertion. An alternate explanation is not available. Based on this information, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since essure were removed. Additionally, non-serious event was reported: her periods has been all off. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Event description:
This is a spontaneous case report received from a regulatory authority (case mw5039544) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Patient reported that since she had essure inserted she has stomach pains and her periods has been all off. She stated that when she would start her periods, the stomach pains were horrible. She had the essure removed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stomach pains were horrible. This event was considered serious due to medical importance and unlisted for essure according to the reference safety information. In this case, it was reported that this event occurred since essure insertion. An alternate explanation is not available. Based on this information, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since essure were removed. Additionally, non-serious event was reported: her periods has been all off. A product technical analysis is being sought.

Manufacturer narrative:
(B)(4).